Event description:
Same case as MDR ID# 2134265-2014-08559. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified anterior tibial artery. A 3.0mm x 100mm x 150cm sterling¿ sl balloon catheter was advanced to dilate the target lesion. Upon first inflation at 14 atmospheres for a duration of 20 seconds, the balloon ruptured. Another 3.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced to dilate the target lesion. However, the 3.0mm x 100mm x 90cm sterling¿ sl balloon catheter also ruptured upon the first inflation at 14 atmospheres for 20 seconds. The device was completely removed. The procedure was completed with a different device. The results were good with no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).